Event description:
The facility reports the patient free fell from apparent rapid unwinding of the ceiling lift strap. Patient suffered cuts and bruises. (B) (4).

Manufacturer narrative:
This situation had been resolved by a design change in (B) (6) 2002. The welding between the drum shaft and the metal plate sheared. The manufacturer recommends the customer have this and any similar product inspected and repaired (if needed) by a qualified technician and that these actions are recorded.